Event description:
Ous MDR - boston scientific received info that approx one hour post implant, long pauses in ventricular rhythm with corresponding syncope occurred. Upon interrogation, intermittent right ventricular capture with increased thresholds were noted. It was assumed that the right ventricular (rv) lead had dislodged. A chest x-ray revealed that the rv lead had dislodged and retracted into the right ventricle. The pocket was reopened and the rv lead was successfully repositioned with normal measurements. No add'l adverse pt effects were reported. The right ventricular lead remains implanted. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.